Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormality in manufacturing, concession, and variation. It was confirmed that there was no unevenness. The damage to the cable is likely to be due to the handling of the user. The instructions for use includes the following statements: the contents of the instruction manual at the time of shipment of the product were checked for information on damage to the cable, below are the following statements that can prevent the indication phenomenon: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.

Manufacturer narrative:
Due diligence was executed for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that there was no image yielded by the device. This is attributed to the faulty cable unit. In addition, there was no sense of switch depression for button 3 due to faulty switchboard and the rear cover labels are faded.

Event description:
As reported for this event, during preparation for use, the device had image issues. There is no patient involvement.